Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Continuation of concomitant products: 5076-52 lead, implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited elevated sensing integrity counter (sic), far field r-wave (ffrw) oversensing, and noise. The right ventricular (rv) lead exhibited noise, elevated sensing integrity counter (sic), and oversensing. The leads are being monitored and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited rising thresholds. It was also mentioned that there was mirror image abrasion on the leads. The patient will continue to be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leads currently remain in use but are expected to be revised.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leads were capped and replaced.